Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an inventory issue. The technical support specialist stated that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower system had an issue with quantities generated upon running replenishment filters. The customer stated that this malfunction impacted the ability to send medications to wards accurately. However, there were no adverse events or injuries reported based on this event.